Manufacturer narrative:
(B)(4). Other devices used: catalog #00585003023, segmental articular surface, lot #62809234 ; catalog #00585004655, segmental male-female taper, lot #62112741 ; catalog #00585001395, segmental knee poly insert, lot #62937986. The following devices were implanted on (B)(6) 2015: catalog #00588000410, nexgen rhk tibial augment block, lot #61606862 ; catalog #00597206641, nexgen prolong all poly patella, lot #62741442; catalog #00598802012, nexgen offset stem extension, lot #62742827 ; catalog #00588000400, nexgen rhk tibial component, lot #62259527. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's knee went out on him and "disengaged". As a result, the patient underwent a procedure, the exact nature of which is unknown, when it was discovered that the "knee cap was on one side and the rod was not where it was supposed to be." It is unknown if any components were removed/replaced during this surgery or if the existing components were put back into place. Following this procedure, the patient was taken to a rehab unit to receive physical therapy. While there about 10 days later swelling and blood was observed in the incision area. The patient was taken back to the ER and had surgery for (B)(6). The exact event is unknown, but it is believed that the surgery performed was a debridement procedure only and it is not believed that any components were removed/replaced. The patient was prescribed an antibiotic treatment for at least 6 weeks.